Event description:
The product was used during a total gastrectomy procedure. Reportedly, the surgeon could not close the instrument. The surgeon transected the esophagus end proximal to the jejunum and used a new instrument to complete the procedure.

Manufacturer narrative:
The reported condition has been confirmed and attributed to an improperly positioned bushing pin.